Event description:
I used a dexcom sensor that tracks my diabetes it works with my diabetes pump and the company is now telling everyone that they will only replace 3 sensors a year here is where the problem lies if a patient has photos as I do they should be exempt without exception just as if something didn't fit you and you returned it or something was recalled. I understand that it's because they think people are taking advantage of them but I honestly don't think that's the case they are making assumptions without all the facts. They are causing children and adults to wear sensors that are either defective or causing injury this is not okay. Please look into this as I am not the only one the (B)(6) diabetes support group has several complaints of people having issues and them doing nothing because they have used up their 3 a year. You cannot predict when you will have issues with either the sensor or the patch that's on the sensor. Please look into this. Thank you, (B)(6).